Manufacturer narrative:
(B)(4). D10: cat# 00877504002. Lot# 3243024 bioloxâ® delta, ceramic femoral head. Cat# 110010247. Lot# 67130424 g7 osseoti 4 hole shell 58mm g. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two weeks post right hip implantation, the patient was treated with antibiotics due to erythema and fibrous exudate at the incision site. There was no confirmed infection. A course of antibiotics was given out of caution. Issue was resolved at the next follow up approximately one month later. Attempts have been made and no further information has been provided.